Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that a system revision was completed on (B)(6) 2021. Moved back to 3 and inc the rate recovered/resolved end date: (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that patient reported discomfort at battery site due to battery being too superficial. Reprograming was done and it was moved to 3.1. No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient(pt) said after implant the ins site pain was very bad the first couple of days. Pt said the next day after surgery they spoke to their doctor who told them to turn it down and when they took it down a notch it helped the pain a little bit. Pt wanted to talk to the rep about turning stim back up because pt has been having accidents, but could not reach them. Pt said the reps had told the patient they would be calling every other day about their settings. The patient was redirected to their healthcare provider to further address the issue. Pt said their followup appointment is tomorrow morning at 10. Offered and sent email to reps. Additional information was received on 2021-11-19 and it was reported that the patient had a shocking sensation at the ins site when charging and it recovered/resolved on (B)(6) 2021. Patient further reported urinary inconsistence (one episode) that was not resoled through reprogramming of the device by increasing rate of program 3 which patient reported that their left toe was twitching on program 3 and patient was changed to program 4 and the issue was resolved on (B)(6) 2021. More so, patient reported discomfort at battery site that worsen when pressure is applied and a revision is planned but the date has not yet been determined for patient symptoms of battery migration. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.